Event description:
As reported, in 2005, this pt was implanted with gore tag thoracic endoprostheses. Post-operatively an unspecified endoleak was observed. The endoleak was not treated at that time. In 2006, the pt underwent a reintervention in which another gore tag thoracic endoprosthesis was implanted to address the proximal type I endoleak. The endoleak has not resolved. No further info was provided.

Manufacturer narrative:
A review of the manufacturing paperwork is being conducted.